Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue could was confirmed and the power conversion enclosure was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not be driven. There was no patient present when this issue was identified.